Manufacturer narrative:
Physio-control evaluated the customer¿s device but was unable to duplicate the reported issue. Physio downloaded the electronic records from the customer¿s device and was able to confirm that their device experienced inappropriate loss of power. Physio replaced the battery pins in the device as a precaution and then after observing proper device operation through functional and performance testing, the device was returned to the customer for use. The cause of the reported issue could not be determined.

Event description:
The customer contacted physio-control to report that their device powered off by itself. There was no patient use associated with this event.